Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications.according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement and reoperation.

Event description:
The following information was reported to gore: on (B)(6) 2017, the patient underwent treatment of a 32 cm (total treatment length) descending thoracic aortic (zone 2) dissection, distal to the left common carotid artery ostium and proximal to the left subclavian artery (lsa) with a conformable gore® tag® thoracic endoprosthesis (tgu343420/(B)(4)) and two gore® tag® thoracic branch endoprostheses (tac123420c/(B)(4) and tsb121506c/(B)(4)). According to the report, the left subclavian artery (lsa) was the intended branch vessel to be treated. On (B)(6) 2018 the thoracoabdominal aneurysm was reportedly enlarging, from chronic aneurysmal degeneration of a debakey type I dissection. On (B)(6) 2018 an abdominal aortic stent graft placement was performed to treat the enlarging thoracoabdominal aneurysm.